Manufacturer narrative:
An event regarding bracket crack/fracture was reported for a ps lipped tibia insert med 22 . The event was confirmed. The metallic support on the distal side of the insert was fractured. A portion of the metallic support was retained in the insert. Damage to the posterior locking mechanisms of the insert was also noted. Medical records received and evaluation: a medical review was performed. No operative notes and no documented follow-up other than the (B)(6) 2013 were available. From the medical information provided the clinician described "undated x-ray copies include an ap and lateral of the left knee, of poor quality, demonstrating a cemented left total knee arthroplasty with staples in the medial femoral condyle and medial tibial plateau with a metallic spike noted on the lateral x-ray in the area of the patella." The medical review could not determine a root cause. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for this lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and additional x-rays are needed to fully investigate the event.

Event description:
It was reported that patient had duracon knee implanted in 2001. In 2007 screw backed out of tibia and surgery was performed to re-implant new insert and screw. In 2011 went to another surgeon and hospital for yet another insert and screw exchange. Showed up at surgeon's office with insert dislodged and sitting anterior to the implant with part of metal from beneath the insert having broken away.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown duracon ps insert. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that patient had duracon knee implanted in 2001. In 2007 screw backed out of tibia and surgery was performed to re-implant new insert and screw. In 2011 went to another surgeon and hospital for yet another insert and screw exchange. Showed up at surgeon's office with insert dislodged and sitting anterior to the implant with part of metal from beneath the insert having broken away.